Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l5) and posterolateral fusion (l4-s) for ovf on (B)(6) 2024. In the surgery, after l5 percutaneous vertebroplasty, a screw was inserted, and once the guidewire in question was attempted to be removed to correct the direction of screw insertion, it became stuck. According to the surgeon, it was unlikely that the cement had hardened because on the other side the screw insertion and guidewire removal went without problems. He opined that the guidewire may have caught on the stent or the bone may have been too hard for the guidewire to pull out. As a result, the guidewire was cut from the root with nippers and part of the guidewire was left in the body (without screw insertion.) The surgeon believes that there is no patient impact. The surgery was completed successfully with 30 minutes surgical delay. The patient status/ outcome was reported as stable. No further information is available. This report is for one (1) unk - guide/compression/k-wires: viper this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - guide/compression/k-wires: viper/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1:sano kosei agricultural cooperative association sano kosei general hospital e3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.